Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws fell apart.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/16/2025. An investigation was conducted on 10/2/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be intact. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The shaft tip was observed to be bent slightly. The black shaft near the base of the jaws was observed to be peeled, exposing the inner contents of the shaft tip. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. No additional testing was conducted due to the bent shaft tip. Based on the returned condition of the device the reported failure "melted" was not confirmed, however, the analyzed failures "material twisted/ bent shaft" and "peeled; delaminated; shaft" were observed. The lot #3000490516 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event or the analyzed failures.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4,d10,g3,g6,h2,h6,h11. Corrected section: h6-problem code changed to 1385; impact code changed to 2199.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws melted and fell apart. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. A new device was used to complete the procedure. There was no delay. There was no patient harm.